Manufacturer narrative:
The user facility submitted medwatch 070010000-2021-8006 for this event. The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The spectrum iq operator's manual instructs the user to "make sure that it is free of kinks, bends or creases." And to ensure the following: all clamps are open. There are no kinks in the tubing that might prevent flow. Drops are flowing in the drip chamber." The manual also contains the following caution: "the upstream occlusion detector may not detect partially occluded tubing." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm an occlusion while tubing was crimped in lockbox during therapy (medication, dose, programmed amount and delivery rate unknown). The event occurred in the medicine inpatient unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.